Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: error e19 with unidrive s iii. The motor is defective and not detected by unidrive select. No negative impact in state of health reported.